Event description:
During use of the supraloop, the wire snare broke. The device was being used according to the manufacturer's recommendations (120 cut/blend monopolar current). The instrument was sequestered along with original packaging. No missing length of wire was noted.during laparoscopic dissection, the blunt grasper in use broke. No fragments were noted to have fallen from the instrument inside the patient. When the scrub was inspecting the instrument a small metal fragment fell onto the back table. The pelvic and abdominal cavities were visually searched and irrigated extensively. The surrounding sterile filed and the operating room (or) floor were also searched. An x-ray confirmed no foreign objects were retained. The patient suffered no discernible harm.what was the original intended procedure?total abdominal hysterectomy (tah) bilateral salpingo-oophorectomy.device #1is this a laboratory device or laboratory test?no.